Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the guidewire had been bent and kinked throughout, and the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire, and a bend was noted at the location of the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
During a left groin approach for a cardiac catheterization, the tip of the device broke off inside of the patient's anatomy. The device was attempted to be used for resting full-cycle ratio (rfr) to evaluate the right coronary artery (rca). After zeroing the device, it was advanced into the mid-segment of the rca. The device became immobile and could not be withdrawn. While attempting to withdraw the device, the distal tip broke off and was dislodged in the proximal rca. The procedure was completed without completing the physiology assessment. On a follow-up fluoroscopic evaluation, the tip of the device could not be located, and so it will not be retrieved. The patient was stable.

Event description:
During the procedure, the tip of the device broke off inside of the patient's anatomy. The procedure was completed without completing the physiology assessment. The patient was sent for a CT scan to determine whether or not to retrieve the tip. The tip was not located so it will not be retrieved. The patient was stable.